Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The expiration date was reported as 05/10/2019; however, it cannot be confirmed because the lot number was not provided. Concomitant medical products: guide wire: balance middleweight; guide cath: guideliner; stents: 4x12mm (x2), 3.5x28mm, 3x38mm, 2.5x23mm, 2.75x15mm xience alpine; intravascular ultrasound. The stent remains in the anatomy and the delivery system was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported compressed and shortened stent could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x38mm xience alpine device is filed under a separate medwatch report.

Event description:
It was reported that the high risk patient presented for left heart angiography, with multi-vessel coronary artery disease. An impella, left ventricle assist device, was placed for support. Multiple non-abbott balloons were used and stents implanted in the obtuse marginal arteries and septal perforator branch. A 3.0x38mm xience alpine (xa) stent was implanted in the mid left anterior descending coronary artery (lad), followed by a 2.75x15mm xa in the distal lad, two xa (4.0x12mm, 3.5x28mm) stents in the proximal lad and a 2.5x23mm xa stent in the 1st diagonal artery. Upon intravascular ultrasound (ivus) exam, the 3.5x28mm xa in the proximal lad was noted to be compressed and shortened. No treatment was provided. The 3.0x38mm xa in the mid lad was mildly under-expanded and required additional dilatation. The procedure was deemed successful and the impella device was removed. There was no additional information provided.